Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. The blood glucose level was 450 mg/dl. Customer experienced symptoms such as difficulty in breathing. It was unknown if the customer was using auto mode smart guard feature. The insulin pump will not be returned for analysis.